Event description:
The facility reportedly observed the device display a continuous connect electrodes message during patient use. Following the reported event, the facility connected the device to several firefighters to test the device. The device allegedly displayed several connect electrodes messages while connected to one of the firefighters. The device was removed from service pending examination by mpc.